Event description:
The patient was admitted for a procedure in late 2008 with 99% lesion in the mid right coronary artery. The lesion was a de novo, heavily calcified and highly tortuous. The lesion was pre-dilated with two balloons. Then a 3.5 x 28mm cypher stent was being delivered to the lesion, however, it could not cross the lesion. Therefore, the physician redelivered the cypher, by anchor technique, but the stent struts became flared (portion unknown) and the stent could not be delivered. The procedure was successfully completed with another cypher of the same size. There was no patient injury reported. The physician did not indicate any anomalies prior to use.

Manufacturer narrative:
This cypher sirolimus-eluting coronary stent is distributed outside of the united states. However, it is similar to the united states cypher sirolimus-eluting coronary stent. Additional information will be submitted upon 30 days of receipt.